Event description:
Falsely depressed sodium (na) results were obtained on a patient sample on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument and the repeat result was higher than the discordant results. The instrument auto-repeated the sample and the auto-repeat result correlated with the repeat result. The na result of 158 mmol/l was reported as the correct result to the physician. The sample was also reprocessed for troubleshooting purposes and the instrument auto-repeated the sample again; both results recovered higher than the discordant results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report that two depressed sodium (na) results were obtained on patient sample on a dimension exl 200 instrument. Quality controls (qc) recovered within acceptable ranges on the day of the event. The customer cleaned the integrated multisensor technology (imt), changed the sensor, performed dilution check, and processed qc, which recovered acceptably. The customer adjusted the pump rate from 81 to 77.8 and primed the sample diluent five times, no drips or bubbles were observed. Precision tests were run for sodium (na) which recovered acceptably. Siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the imt system and replaced x0, x, and x1 tubing. The rotary valve motor position placement was found to be inconsistent during diagnostic testing, causing improper fluidic measurements. The cse replaced the rotary valve assembly and performed calibration, diagnostic tests and system checks, which recovered acceptably. Siemens further investigated the issue and determined that sample integrity and preanalytical variables potentially contributed to the discordant, falsely depressed na results. The instrument is performing according to specifications. No further evaluation of this device is required.